Event description:
A customer contacted beckman coulter inc., (bci) regarding low platelet (plt) results generated by the act diff analyzer on a patient specimen. The results were reported out of the lab. The operator sent the specimen to a reference laboratory that recovered higher plt result. A corrected report was sent out. No death or serious injury, no change to patient treatment is associated with this event.

Manufacturer narrative:
Qc was run before the event and results were within acceptable limits. A field service engineer (fse) was dispatched: the fse inspected the instrument and found no problems. The fse performed a startup, reproducibility and qc test; all results passed. The fse verified the instrument's operation. A clear root cause for this event has not been determined.